Event description:
Subsequent to the initial medwatch report, additional information was received indicating that the arteriotomy closure was of the right common femoral artery after a coronary angioplasty procedure. Hemostasis was achieved using manual arterial compression. A mild resistance was reported when inserting the proglide into the artery. The physician is reported to be trained in the use of the proglide device.

Event description:
It was reported that after an unspecified procedure, arteriotomy closure of an unspecified vessel was attempted using a perclose proglide device. Reportedly, the physician stated that the system did not work. When he passed the suture (stitch), it was noted that the sutures were loose. It was not specified how hemostasis was achieved. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. It is not known if the physician completed training in the use of the perclose proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: against resistance - it was reported that mild resistance was encountered during device insertion into the patient anatomy. The perclose proglide device instructions for use states not advance or withdraw the perclose proglide smc device against resistance until the cause of that resistance has been determined. Excessive force used to advance or torque the perclose proglide smc device should be avoided, as this may lead to significant vessel damage and/or breakage of the device, which may necessitate intervention and/or surgical removal of the device and vessel repair. The device was returned for evaluation. The reported loose suture was not confirmed as analysis of the device revealed that a posterior needle-to-cuff miss occurred during needle deployment as evidenced by undisturbed posterior needle tip and posterior cuff tabs. The reported mild resistance encountered during device insertion could not be confirmed as there was no reported information or definitive evidence in the evaluation of the device to suggest that the device was introduced into the patient anatomy at an angle greater than 45-degrees which could have contributed to the reported mild resistance encountered. Based on visual inspection and functional testing of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot indicated did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up will be submitted with all additional relevant information.